Event description:
It was reported that during an initial reverse total shoulder arthroplasty, the inserter could not be detached from the cemented humeral stem after insertion, while the cement was still soft. During the attempt to separate them, the patient's humeral shaft fractured, and the prosthesis was pulled out. It was reported that several attempts to couple and decouple the prosthesis with the setting instrument were unsuccessful, and the implant and instrument were separated using a flat chisel, with the reporter noting it appeared as if a vacuum had formed. It was reported that the setting instrument had been cleaned and thermally disinfected prior to use, and had been used three (3) times. At the completion of surgery, the setting instrument was used with a pressed handle, so the implant was not fixed to the instrument and only provided direction. No additional medical interventions were noted. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 407398 (67030228). G2: foreign - the event occurred in germany. H6: proposed code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Attempts have been made to gather all product identification information, and no further information has been provided. Once the investigation has been completed, a follow-up MDR will be submitted.